Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a patient's blood glucose increased approximately 20 minutes after the tubing for their insulin infusion was changed. The patient's blood glucose returned to baseline without any medical intervention. Although requested, no additional patient or event information was provided. No product return is expected.